Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. A 2.5 x 15 mm unspecified balloon was used to predilate the calcified mid left anterior descending artery (lad). The 3.00 x 20 mm taxus liberte drug eluting stent (des) was advanced to the lesion but was unable to cross the lesion. The physician attempted to remove the device but experienced withdrawal difficulties. It was noticed that the stent started to dislodge and some of the stent struts were reversed during withdrawal. The physician was able to retrieve the stent without it completely dislodging from the stent delivery system (sds) and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as "ok".